Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient did not follow restrictions following implant. As a result, the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced, and one lead was repositioned.